Manufacturer narrative:
Additional manufacturer narrative: on (B)(6) 2011, through follow-up with the health-care provider, a copy of the patient's discharge summary was received. Discharge diagnosis: confirmed critical aortic valve stenosis, patient with findings of syncope, hypotension and shock prior to transfer to (B)(6) hospital, subsequent aortic valve stenosis with an aortic valve area of 0.5 and index of 0.25 with a 100 mm peak gradient with secondary pulmonary hypertension, left ventricular function well preserved with ejection fraction of 50 percent, implantable cardioverter-defibrillator normal, plaquing of the left anterior descending but with no critical disease with the circumflex being a larger caliber vessel and normal right coronary artery as well, patient with postoperative cardiopulmonary arrest with subsequent cerebral anoxia. Summary: the patient was initially admitted to (B)(6) hospital due to findings to syncope, shortness of breath and hypotension. The patient was stabilized and was felt correctly to have critical aortic stenosis confirmed by heart cath with a previous history of aicd for ventricular tachycardia as well as morbid obesity and mild dementia. The patient's angiogram revealed a greater than 100 mm gradient across the critically obstructed valve. Despite high risk, it was elected to perform aortic valve surgery, which was performed on (B)(6) 2010, with an initial good postoperative result. Patient was extubated on (B)(6) 2010 and did well in the ICU but underwent a code blue call on (B)(6) 2010 with probable respiratory failure with a prolonged resuscitation and subsequent endotracheal intubation. The remainder of the patient's hospital stay was supportive with follow up with the pulmonary and thoracic surgery physicians with neurology consult performed and with the ultimate diagnosis felt to the secondary to cerebral anoxia with a poor likelihood of a 100 percent residual. The patient was otherwise stabilized. On (B)(6) 2010, considerations for transfer to (B)(6) hospital were made. Bun was 38, sodium 139, potassium 3.2 with potassium supplementation ordered, magnesium 1.9, hematocrit 35.5 and white blood cell count 12,600. Infectious disease continued to follow the patient for episodic fever possibly secondary to aspiration pneumonia at the time of the initial procedure. Tracheostomy was performed prior to transfer to (B)(6) hospital (B)(6). Continued supportive care was performed. Digoxin was added for control of rapid atrial fibrillation and gi consultation was performed for a peg insertion on (B)(6) 2010. The patient was ultimately transferred to (B)(6) hospital on (B)(6) 2010 for continued supportive therapy and hopefully to see some significant improvement. The patient's prognosis appears poor due to the postoperative cerebral ischemic event. Unfortunately, the cause of death remains unknown.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient's husband that the patient expired after an implant duration of approximately 2 1/2 months. Through follow-up with the health-care provider, additional information was received. Unfortunately, the cause of death was not provided. According to the patient's operative reports, on (B)(6) 2010, the patient was presented with shortness of breath, pulmonary hypertension and chest discomfort in addition to syncope. She was found to have critical aortic stenosis with aortic valve area of 0.5 cm squared and a 100 mmhg gradient, normal coronaries, no significant mitral regurgitation and normal ejection fraction. She was, therefore, referred for aortic valve replacement. Pleural effusions were noted bilaterally and they were aspirated, about 400 to 500 ml. It was a tricuspid valve and heavily calcified. The was valve was seated without difficulty and as all sutures were tied, the patient rewarmed. The patient reverted to a paced rhythm rather quickly, had excellent contractility, was rapidly de-aired and weaned uneventfully from cardiopulmonary bypass after the vent was removed and that site oversewn. Contractility was excellent. Hemodynamics were stable. The valve appeared to be functioning normally without any evidence of perivalvular leak. On (B)(6) 2010, the patient had respiratory arrest, required intubation and was noted to have cardiovascular instability. A swan-ganz catheter was placed. On (procedure date unknown), had a electrocardioversion in the ICU for new onset atrial fibrillation and hypotension. On (B)(6) 2010, a tracheostomy was performed. No other details were provided.